Event description:
The customer repoerted that while the unit was in use on a pt it displayed iab cath alarms. Augmentation and pumping operated normally. The pt was switched to another unit and therapy was continued. No tp injury was reported.